Manufacturer narrative:
The company representative checked the iabp and reviewed the device log files and was unable to identify any malfunction on the iabp. The company representative performed a complete preventative maintenance (pm) and in conjunction with the pm replaced a screw concealment label (part number 0334-00-1666), and the safety disk assembly (part number: 0997-00-0985-01) which was within the "replacement hours" range. The company representative tested the iabp to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the patient expired. The customer did not report a malfunction of the iabp and did not attribute the patient death to the iabp. The customer requested that the iabp be evaluated prior to its being returned to use.